Event description:
Reporting status: malfunction. Reporting rationale: loose stent has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during the preparation, when the physician removed the protective sheath, the stent had been moved a little. The whole stent was still on the balloon, so it was dislodged. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident stent movement/loose stent can be affected by, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacture. There are in-process controls in place, for stent movement/placement and crimped stent outer diameters to ensure that the stents are crimped adequately during mfg. All quality parameters including stent placement and stent movement met mfg criteria. A conclusive root cause cannot be determined for the reported complaint of loose stent, but there is no indication of a quality issue.